Event description:
Medics responded to a cardiac arrest, pt was unconscious and unresponsive, unk downtime. Two medics worked the pt event, one inside the room with the pt and one out in the hallway with the device. The first medic started to assess the pt and begin resuscitation efforts, while the second medic attached defibrillation electrodes to the pt and turned the device on. The device operator placed the device in AED mode and pressed analyze. The device indicated no shock advised, resuscitation efforts were continued. The device indicated check pt numerous times, reportedly, the device operator thought the device was analyzing the pt's rhythm, and did not press the analyze key. At a later point during the event the pt was shocked. The pt was not resucitated.